Manufacturer narrative:
(B)(4). Date sent: 11/8/2021. Additional information was requested, and the following was obtained: lot #? Lot # - 15750. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. No metal allergies . Is the patient currently taking currently taking steroids / immunization drugs? No steroids . Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Gerd . Was there any hiatal or crural repair done at the same time as the implant? Yes hernia repair . Was mesh used at time of implant? Yes mesh. What was the reason for removal of the linx device? Coughing and trouble swallowing. At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes positioned correctly . Have the symptoms resolved since the device was explanted? Yes she feels much better. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Manufacturer narrative:
(B)(4). Date sent: 11/10/2021. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found. A manufacturing record evaluation was performed for the finished device lot number 15750 and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that the event took place. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: do you have the lot number and serial number (if applicable)? On what date was the device implanted? Was the device explanted as scheduled (B)(6) 2021? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, etc.,)? Please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, etc.,)? Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was completed? Can you share the results of the diagnostic tests? Do they have an autoimmune disease? Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? Are they currently taking steroids / immunization drugs? The device should be back in transit by now. The device was explanted on (B)(6) and last I knew the office manager had the explant on her desk and the hazmat box too. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device is scheduled to be explanted on (B)(6) 2021 due to unknown reasons.